Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in the morning of this report, the infusion set's tubing detached and slid out of the quick release. The site location was patient's abdomen and the pump was located on the belt line. The infusion was used for a couple of days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing- tubing connector. The patient experienced the same event twice and the second event has been reported in 3003442380-2019-01571. No further information available.